Event description:
It was reported that there was a power on reset (por). It was noted that there was an electrical storm on the thursday night prior to report around midnight and affected the clocks in the house. It was noted that post storm the patient¿s scheduled therapy was not working as expected. It was noted ¿seeing today and physician programmer noting por device had been reset.¿ it was noted that the device was resynced to reset the clock and that the issue was resolved. Additional information requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708160, serial# (B)(4) , implanted: 2011 (B)(6); product type extension product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).